Event description:
It was reported that a patient underwent an unknown procedure in (B)(6) 2022 and suture was used. During the procedure, the thread is fragile and tears with a slight tension. It was noted that the thread is tactile compared to the similar used previously. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what was the initial procedure? What is the procedure & event date? Could you please confirm if the issue occurred before used it in patient or during used? Please confirm. Could you please confirm what was the exact issue? Did the suture got separated from the needle? Please confirm. Did the suture got broken? Please confirm. What was used to complete the procedure? Did any patient suffer from any consequence due to the issue? If yes please provide more details. What is the lot number? Device return follow up. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/28/2022. H6 component code: g07002 no device return. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/30/2022. Additional information: b3, d4, h4. Additional information was requested, the following was obtained: * what was the initial procedure? - there is no way to clarify the specific name of the operation now; a vascular anastomosis was applied. * what is the procedure & event date? - (B)(6) 2022 and on the same day the defect was discovered. * could you please confirm if the issue occurred before used it in patient or during used? Please confirm - the issue occurred during used. * could you please confirm what was the exact issue? - in the process of tying a knot, the thread broke. When replacing with a new thread, the problems recurred. * did the suture got separated from the needle? Please confirm. - no, the thread did not break at the junction with the needle. * did the suture got broken? Please confirm. - no, the seam didn't come apart. * what was used to complete the procedure? - suture material from another manufacturer with suitable parameters was used to complete the procedure. * did any patient suffer from any consequence due to the issue? If yes please provide more details. - the patient was not injured. * what is the lot number? - qjbbjp * device return follow up. - the suture material used during the procedure is not available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.